Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 184 mg/dl at the time of the incident. The customer reported that the pump alarmed no delivery. The customer changed reservoir and now insulin was flowing. The customer believed that reservoir was issue and will call back if no delivery happens again to troubleshoot. The customer called back and it was time for another bolus and the insulin pump gave a no delivery on. The insulin exited during a 5.0 unit fixed prime. It was noted that the reservoir had a large air bubble. . The customer was not able to successfully remove the air bubble. The customer was advised to change set. The reservoir will be returned for analysis.